Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on keypad traces. The pump was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 144 mg/dl. The customer stated that the buttons are unresponsive. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.